Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a >3000 ohm pacing impedance following an open heart valve replacement surgery. All other lead measurements were reportedly within normal limits. It was reported that this lead is connected to a competitor's pulse generator. A guidant technical services (ts) consultant discussed possible causes for the elevated impedance, including lead/tissue interface issues, or lead/device connection issues. Ts recommended contacting the competitor for a comment regarding possible device related causes for the observation. To date, there have been no reported patient symptoms associated with this clinical observation.